Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an intravia empty container was damaged and had a hole. This was noted before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed and noted separation between the intravia bag and the membrane tube. The reported condition was verified and the cause is unknown. Should additional relevant information become available, a supplemental report will be submitted.